Manufacturer narrative:
No malfunction suspected; the end user reported while operating the power wheelchair the end user leaned over to pick something up off the floor and fell. The end user was not wearing the seat belt. Hoveround's owner's manual warns "to reduce the chance of serious injury or death from tip-over, collision with obstacles, loss of control, or falling from the power wheelchair, keep yourself properly positioned in the seat: do not reach over the back of the chair or lean excessively forward or sideways," and "[a]ways use the seat belt."

Event description:
The end user states while operating their power wheelchair, the end user leaned over to pick something up and fell.